Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received,difficulty with bowel function - wound dehiscence - odoform dressing given.abdominal pain and severe cramping, bowel obstruction since surgery - scheduled for surgery to relieve obstruction. Reason for surgery: persistent partial small bowel obstruction with abdominal pain - underwent diagnostic laparoscopy, lysis of adhesions, conversion to open laparotomy, segmental sigmoid colectomy with primary colocolostomy at closure, injury to the bladder times two, repaired times two, resection of distal ileum and cecum with primary ileocolostomy, placement of closed suction drainage of the pelvis. Interstitial cystitis, urgency, dysuria, chronic pelvic pain, incontinence, bladder infection, lower abdominal bloating, pain in rectum, cystocele with anterior vault descent - treated with medications and bladder instillations.interstitial cystitis, hot flashes, dyspareunia, chronic pelvic pain, urgency, frequency, incontinence, urinary tract infections, dysuria, vulvar lesion, vulvar lump, perineal nodule. On examination suture fibroma at posterior fourchette was noted. Scheduled for mesh revision. Reason for surgery - pelvic pain, tender perineal nodule/mesh erosion from previous surgery and tender urethrocele - underwent excision of perineal cyst/mesh erosion, sling revision and cystoscopy. Yes. Following mesh revision surgery she developed complications such as pelvic pain, perineal pain, stitch granuloma urgency, frequency, dysuria, interstitial cystitis, dyspareunia, chronic pelvic pain, vaginal discomfort, vaginal irritation, vulvovaginal candidiasis during (B)(6) 2011- (B)(6) 2012, and underwent two in-office perineal suture removals but did not undergo any additional surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Add'l data from importer report: date of report - (B)(4) 2012; device info - pelvitex polypropylene mesh; catalog #486015; (B)(6).